Event description:
New information received revealed the patient¿s pacemaker pocket was seen to be red and swollen indicating pocket infection.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-26908, related manufacturer reference number: 2017865-2021-26914. It was reported that the patient presented in clinic. Upon inspection, it was observed that the patient had an infection. The pacemaker, right atrial lead, and left ventricular lead were all explanted and replaced. The patient was stable.